Event description:
The MFR representative reported the pt's system was removed due to infection. Additional info has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to the FDA if additional info is received.